Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1216, serial: (B)(6), batch: 557934, UDI: (B)(4).

Event description:
It was reported that the patient had high impedance on their left lead and their implantable pulse generator (ipg) is not functioning as intended. The patient underwent a lead and ipg revision procedure. The patient was doing well postoperatively. The explanted products will not be returned.